Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are 3 other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the crack in the haptic/optic junction was observed, the iol was still implanted. Additional information has been requested.

Manufacturer narrative:
A magnified photo was provided. The photo shows a small section of a lens. This focus is on the inner gusset area. A very small dark line is observed. This may be a small crack. Unable to make a determination from the photo. A video was also provided. The cataract removal was shown. This took 10.26 minutes. The lens and cartridge preparation were not shown. The cartridge tip comes into view from the bottom of the screen at 10.42. The cartridge tip was inserted into the incision. The lens could be observed advanced to just past the parting line. Both haptics were tucked in the optic fold. The lens was delivered into the eye. A small dark line is observed at the inner gusset of the leading haptic. This may be a small crack. Unable to determine from the video. A qualified lens model/diopter and handpiece were indicated. The viscoelastic used was not provide. It is unknown if a qualified product was used. The lens remains implanted. A photo and video were provided which show a small dark line at the leading optic/haptic junction. Unable to determine if this is a very small crack. The lens loading and cartridge preparation were not shown. It cannot be determined if the lens was loaded before the 10 minute cataract removal or after. The instruction for use IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).